Event description:
Technical services received a call on 08/02/2011 from sales rep. The device was implanted on (B)(6) 2004. Patient to be replaced from an off label biv, plan is to upgrade and implant a crt-p. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).